Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Lot number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on an unknown date, the patient was implanted with a fns (femoral neck system) plate. Postoperatively, the patient fell more than three times while in the hospital, including once within a week of surgery, and it was found that the fractured area had been displaced. The patient was scheduled for revision surgery on (B)(6) 2018, where the plate will be replaced with an artificial bone head. Outcome of revision surgery is unknown. Current patient status is unknown. This report is for a femoral neck system plate 1 hole ¿ sterile. This is report 1 of 1 for (B)(4).